Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic via remote transmission. The device was post-paced t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. Programming changes were recommended. Further information noted that programming changes will be determined later, if the issue presents itself again. The patient was stable.